Event description:
It was reported that during a da vinci-assisted surgical procedure, hemostasis may be impaired on the synchroseal instrument. The procedure was completed with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.